Event description:
A review of programming history in the manufacturer's database was conducted. Systems diagnostic results indicating high impedance were obtained. No pt or physician info is available at this time, so no further info can be obtained to date.